Event description:
Information received by medtronic indicated that insulin pump had a replace battery alarm. Customer did not receive low battery alert prior to replace battery alert or replace battery now alarm. Battery cap was not loose cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. Insulin pump also had a pump error alarm. Customer was able to clear the alarm and able to rewind insulin pump. No harm requiring medical intervention was reported. Insulin pump will not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.